Manufacturer narrative:
The customer reported that the smart site port disconnected, and returned photos of the affected sample, of material 2477-0007. There is no physical sample available. The complaint is verified by the photos provided. There are two photos with two different failures. Even though the failures are both separations on the tubing/smart site connections, these are two different failures as one is at the inlet of smart site, and one at the outlet. The manufacturing plant found the root cause for both of the separations to be related to solvent assembly process. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. This accessory assists the personnel for both of the failure locations. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the port in the pic became disconnected while administering blood to the patient.